Manufacturer narrative:
The impella device was returned and evaluated. The battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller experienced a controller failure red alarm that was resolved by swapping out the console. The patient survived the event.